Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an inpatient hospital stay, the patient experienced a ventricular tachycardia (vt) storm. The device provided appropriate therapy to treat the vt storm; however, the patient expired the next day due to heart failure. The physician reported the device did not cause or contribute to the patient's death; however, a request for analysis was indicated and the atrial lead was returned with the device.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage consistent with procedural damage.